Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer acknowledged the receipt of instructions on returning the faulty pump and preparing the replacement. The customer would use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery during this process.